Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent spigelian hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent an abdominal wall seroma aspiration on (B)(6) 2016 during which it was reported the patient was diagnosed with infected mesh. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿the mesh was covered in omental adhesions consistent with an infection. The mesh was dissected free and when got to the center portion of the mesh, he expressed a large amount of fluid.¿ it was reported the patient experienced severe pain, infection, seroma, aspirations, nausea, diarrhea, chills, inflammation, adhesions, removal surgery, recurrence, scarring, disfigurement, loss of appetite and stress and anxiety. No additional information is provided.